Manufacturer narrative:
This report is submitted on april 13, 2018, (B)(4).

Event description:
It was reported the patient experienced recurring infections at the abutment. Subsequently, the abutment was removed on (B)(6) 2018 and a topical antibiotic was administered.